Event description:
Following esophageal dilation, patient developed severe abdominal pain, diaphoresis; sustained perforation of stomach. Underwent exploratory laparotomy and thoracotomy with repair of perforation.